Event description:
The pt is a daily wear soft contact lens wearer who used renu cleaning solution. She presented with a corneal ulcer that initially was suspected to be herpetic, but failed to respond to antivirals. Scrapings for culture immediately grew fusarium 6p- -detailed identification pending. She will be created with topical natamycin.